Event description:
On (B)(6) 2026, senseonics was made aware of a user's hypoglycemia event. The user reported a discrepancy between sensor and fingerstick readings. Initially, the user reported a sensor glucose (sg) value of 150 mg/dl with a downward trend, while a blood glucose (bg) test showed 33 mg/dl; dms review later confirmed a similar mismatch (sg 130 mg/dl vs. Bg 32 mg/dl). Because the sensor glucose level did not fall below the user's low alert threshold of 60 mg/dl, no low glucose alert was triggered. The user experienced symptoms such as sweating and feeling unwell but did not seek medical treatment, instead self-managing by consuming sugar and recovering independently. The healthcare provider was not informed at the time, and the user was advised to follow up for medical guidance.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.